Manufacturer narrative:
The monitor was received with batteries installed and a battery in-circuit voltage test showed 5.44 v. When the reset button was pressed, 5 short green flashes were observed. Page 7 of the monitor user guide indicates that "no associated transmitter detected by monitor." The transmitter was received in the on position; it was turned off and then on, and no reaction was observed. Transmitter was turned off, the handshake button of the monitor was pressed, and the transmitter was turned back on. The transmitter successfully paired with the monitor. Operation was then verified with a press of the front button of the monitor and a single short green flash occurred. After associating the monitor and transmitter, the system armed and alarmed appropriately, and operated according to specifications. Based on the above, it appears that the monitor and the transmitter were not paired properly but were labeled by the user facility to be used in the same room. The units were found to operate according to specification.

Event description:
Patient found laying on floor next to bed. Bed alarm did not sound. Patient required additional care in the form of CT scans for new back pain and first aid from a skin tear from the fall. No new fractures or bleeds noted on CT scan.